Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00348, 00349, 00350, 00351, and 00352.

Event description:
Allegedly the patient was revised due to the following complications: pain and lack of mobility (left). Additional information received (B)(6) 2016. The date set for surgery to remove/replace the device (B)(6) 2016.